Event description:
It was further noted that the lead was capped.

Event description:
It was reported that there was undersensing. The lead remains in use however, a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Event summary: the lead was returned, analyzed and no anomalies were found. It was noted the conductor was not obstructed at distal or proximal ends but there was blood. The outer insulation showed a white substance.